Event description:
According to the reporter, when the package was opened the needle had been come off the thread. The procedure was completed with another device. The status of the patient is no problem.